Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: the reported event of the screw containing the backup battery not staying in place was confirmed via analysis of the returned controller. The heartmate 3 system controller was returned and evaluated at abbott. During the evaluation, the system controller was functionally tested and passed all steps without issue. The controller was placed on a mock circulatory loop and was able to operate a test pump without any issues or atypical alarms active; however, it was observed that the controller backup battery screw hole contained debris and a damaged helicoil which made the screw sit higher than the rest of the backup battery screws. The screw was unable to thread fully into the housing of the controller. A log file was downloaded from the controller which contained 6 relevant events spanning approximately 6 seconds on 21jun222 (16:40:01 - 16:40:07). The system controller was not connected to a patient within the events of the log file. There were no notable atypical events in the log file. When observing the controller, a piece of the helicoil fell out of the backup battery screw hole, indicating that the helicoil was causing some interference with the screw. The backup battery cover screw was confirmed to not thread into or stay in the controller case as intended. The inner helicoil was observed under a microscope and it was observed that the helicoil threading had a piece of metal (potentially part of the helicoil) bent inwards preventing the screw from being threaded in. The helicoil was cleaned out and a backup battery screw was able to be threaded into the backup battery cover. A manufacturing analysis task was previously opened to further investigate the issue of the incorrect installation of helicoil. The root cause of the reported event could not be determined through this analysis; however, an incorrect helicoil installation could have caused the issue. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped from abbott on 25aug2022. Heartmate 3 instructions for use (IFU) section 2, entitled "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the screw for the backup battery was not staying in place. The system controller was exchanged.